Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to a defective r1011 resistor on the monitor's computer/analog pca. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue a reportable problem was discovered. Monitor sn (B)(4) failed an incoming pulse test.